Event description:
A surgeon reported that following flap creation in the right eye, the flap could not be lifted due to a button hole. The surgery could not be completed and was postponed. The surgery in the left eye was successfully completed. Additional info has been requested.

Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).